Manufacturer narrative:
Product event summary :the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Recommended replacement time (rrt) was triggered on 2016-02-14 due to impedance. Daily battery trend data shows gradual rise/varying battery impedance. Early rrt alert, without corresponding battery depletion.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.